Manufacturer narrative:
Technician removed heavy grease from drive screw, raised then lowered bed and found it still drifts down after releasing hilow switch. Technician replaced hilow brake kit and greased drive screw with approved red lithium grease to resolve the issue. No injury reported by the facility.

Event description:
Account alleges bed has slow downward drift.